Event description:
It was reported that a user experienced low glucose overnight after dinner, stating that when taking the dinner insulin the device delivered too much insulin, leading to hypoglycemia around midnight. Symptoms included hypoglycemia. Outcomes included low glucose requiring troubleshooting and education. Investigation included a follow-up call to obtain additional information and provision of troubleshooting guidance. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.